Event description:
It was reported that the device exhibited an error code 1871 while running. There was no patient involvement.

Manufacturer narrative:
Date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 6/19/2024. H3: one device was returned for analysis. Review of the event history log (ehl) showed error code 1871. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the motor locked. As a result, the motor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.